Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after discovering the pump¿s infusion set connector was not locked into place, resulting in no insulin delivery; the user employs a steel infusion set and was guided to rewind and replace the cartridge, after which blood glucose trended down from 308 mg/dl. Symptoms included elevated blood glucose. Outcomes included recovery without hospitalization following troubleshooting and education. Investigation included customer service triage and guided troubleshooting. Investigation of this case revealed an incorrectly attached infusion set connector leading to interrupted insulin infusion. It was concluded, based on previously established findings for similar reports, that user technique error was the most likely cause.